Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported the customer had requested for the battery pins to be replaced, indicating they were damaged. There was no patient involvement.

Event description:
It was reported the customer had requested for the battery pins to be replaced, indicating they were damaged. There was no patient involvement. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. All of the pogo pins were seriously contaminated and showed signs of corrosion, which could have caused poor electrical contact with the battery, impacting normal device operation.